Event description:
It is reported that during insertion, the front peripheral rail on the tibia baseplate broke. Articular surface would not snap in.

Manufacturer narrative:
Eval summary: articular surface and inserter were returned for eval. Tibial baseplate was not. Upon visual inspection of the art surface, there is some deformation on the double dovetail locking mechanism. It looks like the dovetails on the art surface may not have been properly seated underneath the locking mechanism on the baseplate prior to insertion. There is some deformation on the hook of the inserter that attaches to the baseplate. The hook is flared out and when compared to the overlay, the profile requirement from point y to z is nonconforming. The flaring out of the hook on the inserter may have been caused by increased forces due to improper insertion of the art surface which also could have accounted for the fracture of the baseplate, but without additional info, the exact caused of this problem cannot be determined. Eval: review of the device history record did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.